Manufacturer narrative:
The reported complaint of "the user noticed that the lcd back light of the autopulse platform (sn (B)(4)) was not working and the display was difficult to read" was confirmed during the functional testing. The root cause for the reported complaint was due to the defective processor board, as a result of normal wear and tear. The autopulse platform was manufactured in 2014 and is 6 years old, past the expected service life of 5 years. The processor board was replaced to address the bad lcd. Upon visual inspection, unrelated to the reported complaint, noticed cracks on the top cover and front enclosure and a missing battery lock. The probable cause for the physical damage could be due to normal wear and tear or could be due to user mishandling. The defective parts will be replaced to address the physical damage. During initial functional testing, unrelated to the reported complaint, the autopulse platform displayed "system error, out of service, revert to manual CPR" error message upon powering on. The archive data review showed system error, user advisory (ua) 139 (unable to hold compression position). Further review of the archive data showed several ua17 (max motor on time exceeded during active operation) error messages, which is unrelated to the reported complaint. The drive train was replaced to address the ua139 and ua17 error messages. Upon service completion, the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the user noticed that the lcd back light of the autopulse platform (sn (B)(4)) was not working and the display was difficult to read. No patient involvement.